Event description:
The customer initially reported to olympus that the evis exera ii colonovideoscope had a stain on the lens. The issue was found prior to a procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the light guide lens had foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a scratch on the objective lens, the image had a partially dark area. In addition to the foreign material on the light guide lens, the evaluation findings are as follows: switch #3 had a cut, the air/water cylinder had discoloration, the suction cylinder had discoloration, the electrical connector had corrosion due to water leakage, the nozzle was deformed, the light guide lens had a crack, the connecting tube had a wrinkle, and the universal cord had a scratch. Additional information provided from the customer indicates that the device underwent correct reprocessing prior to use, per the user manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the light guide lens, but it was not possible to identify the foreign object. It is likely that due to damage or cracks in the light guide lens, proper reprocessing could not be performed and foreign objects could not be removed. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.